Event description:
It was reported that patient experienced bent cannula due to insertion of cannula into insufficient subcutaneous tissue event on (B)(6) 2026. Due to the event, patient has high blood glucose level and was treated with insulin pen. The length of infusion set was in use for one day. The site of insertion was on abdomen.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.